Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 03/11/2021.

Manufacturer narrative:
Baxter received and evaluated the device. The reported condition 'intermittent occlusion alarm' was verified but not reproduced. A review of the event history log found evidence of both upstream and downstream occlusion messages. The device was found out of specification. Evaluation identified causality through visual inspection. There was damaged ultrasonic sensor tape and a damaged and out of range downstream tubing guide depth. The upstream sensor assembly and the downstream tubing guide were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an intermittent occlusion alarm and was unable to start the infusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.